Event description:
Product problem occurred during an indigo laser of the prostate procedure. First fiber failure. Warning on laser screen showed black body. Another fiber was opened, it failed also. Second fiber's warning showed fiber fault.